Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No causes or contributing factors for the event were identified. There was no observed damage to the pipeline pushwire or catheter. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. Repeated attempts to retrieve and redeploy the device were performed, but these efforts still failed to open it.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s ((B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to open and became stuck in the middle of the phenom. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the cavernous sinus section. The aneurysm dimensions were reported as having a max diameter of 3.8mm and a 2.7mm neck diameter. The landing zone (artery size) was 4.2mm distal and 4.5mm proximal. The access vessel was the right femoral artery with a diameter with 6mm. It was noted the patient's vessel tortuosity was moderate. The angiographic post procedure result was an internal carotid artery aneurysm. Dapt (dual antiplatelet treatment) was administered with a normal platelet reactivity unit (pru) level. It was reported that after the stent was deployed in the m1 segment, the tip end of the ped2 device failed to open. Despite multiple retrieval and redeployment attempts, it remained non-opening. When retrieving the stent into the microcatheter, it stuck in the middle section of the device. After replacing the entire system with a new set, the stent was deployed smoothly and the procedure was completed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. The pipeline was not used for an indication that is not approved (off-label).